Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 22 months due to mitral valve endocarditis. Based on the op report, the patient is 2 years status post mitral valve repair with plication of clefts and annuloplasty ring who had developed fever and chills following dental work. Tee demonstrated a vegetation on the mitral valve, and he had 4 out of 4 positive blood cultures. He was taken to the or for redo sternotomy and mitral valve replacement. Upon inspection, there was vegetation seen on the p3 of the posterior leaflet. This area of the leaflet was removed entirely. The remainder of the leaflets were trimmed and used for resuspension of the chordal apparatus. The ring was removed and a edwards bioprosthetic valve was implanted. Post-procedure, there was no paravalvular leak.

Manufacturer narrative:
Device not returned. Endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the healthcare provider has indicated that the infection was a result of the patient's "poor dentition." The discharge summary also confirms the infection source as strep sangius.